Manufacturer narrative:
No service on the compressor has been requested by the user facility, who use a third party provider for service and repair. It was reported that the compressor alarmed for low pressure. No information has been received about how the problem was solved and no parts have been returned for investigation. No investigation has been possible, therefore the root cause of the reported event has not been determined. H3 other text : 4111.

Event description:
It was reported that the compressor alarmed for low pressure. There was no patient harm. Manufacture's ref.#: (B)(4).

Event description:
Manufacture's ref.#: (B)(4).

Manufacturer narrative:
UDI related data quality updates. This event occurred on the chinese market on a significantly similar device to ¿compressor mini 115v 60hz¿ which is sold in the us. Provided in initial report: d4 serial #, corresponds to device involved in the event, which is "compressor mini 230v¿. A correction of fields # d1 brand name and # d4 version or model # were required. D1 ¿ brand name ¿ previous brand name: compressor mini. Corrected brand name: compressor mini 115v 60hz. D4 ¿ version or model # - previous version or model #: compr mini 230v 50hz. Corrected version or model #: 6481779. The UDI information is not available since the device was manufactured before 2015.